Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that after she wore a tampon for a few hours, she went to remove the tampon and it fell apart into many pieces. She believed she was able to remove the remaining tampon pieces. She reported she was doing fine and did not seek medical attention.